Manufacturer narrative:
(B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted burn marks on the connector gold fingers. Functional evaluation revealed there was no video output from the camera head. The complaint has been confirmed. Factors that could have contributed to the reported event include a damaged connector. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head had an intermittent or no signal at all. No case reported; therefore, there was no patient involvement. Results of investigation revealed that during functional evaluation the camera head had no video output which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.